Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used extension set, with packaging, was returned in connection with this complaint. Also attached was a picture of the same extension set. Visual examination noted the tubing to be cut/sheared. The defect has been confirmed. Visual examination of the returned package noted no defects. The returned picture was also visually examined and no defects were noted. The reported defect has been confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the extension set leaked blood. No injury reported.